Event description:
It has been reported to philips that the system boots up but does not function. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) connected with the customer remotely and confirmed the reported issue. Analysis of log file confirmed a malfunction of the power distribution unit (pdu) fantray and direct current power supply (dcps). A philips field service engineer (fse) inspected the system on-site and found a defective pdu fantray dcps and suite pc hard drive. The defective pdu fantray potentially damaged the hard drive of the suite pc, however this could not be confirmed as the part is not available for analysis. To resolve the reported issue, the fse replaced the pdu fantray dcps, suite pc hard drive and reinstalled the system software. After the replacement, the system was returned to use in good working order and ready for clinical use. The pdu fantray dcps was returned for further analysis. Testing confirmed that the power supply unit was defective. The codes were updated based on the investigation outcome.